Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the battery compartment or battery cap. The battery cap secured tightly to the pump with no visible yellow o-ring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: a review of the black box revealed one power on reset (por) event associated with a ¿call service (cs) 128 replace battery¿ alarm on (B)(6) 2015. There was no evidence of an intermittent power issue observed with the pump. The returned battery cap and cartridge cap were used to complete the investigation. There was no damage found to the threads to the battery compartment or battery cap. The battery cap contact height and width measurements were within specification. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The battery cap at the top opening slot was found to be damaged. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power pcb or to the cgm module. The reported ¿intermittent power¿ complaint was unable to be duplicated. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.